Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited unspecified oversensing. Programming changes were successfully done. The patient was stable and asymptomatic.